Event description:
Customer reported that the system comes up blank and will not take pictures. When the system was working, it displayed a low kv error message. They rebooted the system and it worked, but it came up with question marks.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.